Manufacturer narrative:
Event description continuation: screen flashed red one time and the catheter jumped, indicating high force. There were no other errors reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: smartablate generator (model# unknown serial# unknown), st. Jude medical brk-1 transseptal needle (model# unknown lot# unknown), st. Jude medical sheath (model# unknown lot# unknown), full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a female patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis was performed and yielded no fluid, as the volume was minimal. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient has since fully recovered. There were no factors cited that may have contributed to the adverse event. It was noted that the adverse event occurred as soon as the power reached 40 watts. Physician¿s opinion regarding the cause of the adverse event is that he thinks he burned through the tissue. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. St. Jude medical sheath was used. Generator was set on smartablate presets for thermocool smarttouch catheters. Power was titrated to 40 watts. There is no information regarding other generator settings at the time of injury. Overall ablation time at the site of injury is unknown, but was described as ¿not long¿, as the injury occurred during power titration, as soon as the generator reached 40 watts. There is no information regarding the last ablation cycle time at the site of injury. Irrigated catheter flow setting was 30ml/min. Patient received anticoagulant during the procedure with an activated clotting time of 280 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Event description to be continued under h10.